Event description:
Beckman coulter inc. (Bec) contacted this customer via the troponin (accutni) marketing survey program. The customer indicated some occurrences of non-reproducible false positive accutni results. Per customer, there have been 1 or 2 patient samples that initially gave high accutni results but were negative upon repeat. Actual data was not supplied. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer has a repeat protocol to repeat any high troponin results. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Per customer, the unit was performing within qc specifications. No additional information was provided for this event.